Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Service engineer visited the facility and tested the device. He advised: "the machine occasionally reports 1082. The hospital says that sometimes the energy is unstable and sometimes there is no light. Check on site that the filters are loose. Repair each filter so that it can be in normal contact with the handpiece. Calibrate the ipl handpiece. Test that the handpiece cooling is normal. Check the system log. Report 1082, it is recommended to change the handpiece". An error 1082 is a safety one and it appears when there is an issue with swm and then stop the machine. When this error pops us, it mean that the machine doesn't work. Therefore, this type of malfunction could not read to injury. However, poor condition of the expert filters due to lack of timely visual inspection and maintenance can lead to undesirable treatment effects and it's highly recommended to check them before treatment and replace if it's necessary. Device malfunction wasn't the suspected cause of the adverse event. Since no essential clinical information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by m22 device.